Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump would not recognize the power source and would not charge. Reportedly, the battery increased from 75% to 100% during the time of report while the pump was plugged into a power source. There was no reported impact to the customer's blood glucose level.